Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with moderate calcification in the left anterior descending (lad) coronary artery. The 2.5 x 33 mm xience sierra stent delivery system (sds) was advanced to the target lesion with good trackability. The stent was deployed without difficulty; however, there was difficulty deflating the balloon. The balloon had to be re-inflated and deflated multiple times to detach from the stent. The sds was finally removed with the balloon partially inflated. The stent implant remained at the target lesion. There was also resistance noted during withdrawal of the sds with the guiding catheter. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that an insufficient time was not allowed to fully deflate the sds before an attempt was made to withdrawal the device thus stretching the outer member and thereby resulting in the reported deflation issue and the reported difficulty to remove; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties.